Event description:
The pt met with an sjm rep to be programmed after her implant procedure. Diagnostic testing revealed high impedance readings on several lead contacts. The pt reported feeling rib stimulation and reprogramming efforts have been unsuccessful at resolving the issue. It was reported the physician has ordered a CT to assess the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.